Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. However, insulin pump received with no tone during self test due to broken transducer wire. No vibrate anomaly noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received absence of beeps. Customer¿s blood glucose level was 307 mg/dl. Customer stated that they are having trouble hearing the beeps. Customer was assisted in performing a self test and the insulin pump did not beep during the tone test. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.